Event description:
It was reported the balloon could not be deflated during preparation. The device was not used in the patient.

Manufacturer narrative:
The device will not be returned for evaluation as it was discarded. (B)(4).